Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that the o ring on top of reservoir compartment broken. The customer was advised that the pump needs to be replaced and was also advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with missing retainer. Unable to perform displacement test due to missing retainer. Tested with a test p-cap and the test p-cap did not lock in place properly. Unit received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, peeling end cap address label and slight corrosion in battery tube.